Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging she obtained an error 2 message on her onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to say when the alleged error message first appeared as she was upset and reluctant to discuss the issue. It is not known how the patient manages her diabetes or whether she made any changes to her usual diabetes management regimen as a result of the alleged issue. On date/time unknown, she reported obtaining ¿extremely low test results¿. On (B)(6) 2015, she alleged that she was treated in the emergency room and on (B)(6) 2015 at 2:00pm, during a doctor¿s office visit, she received ¿short term analog insulin.¿ at the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and there had been no trauma/misuse of the meter. The patient was using the correct test strips and the correct testing technique. When the patient pressed the power button, the error 2 message did not occur. The cca walked the patient through a retest and the issue was resolved. Replacement test strips were sent to the patient. This complaint is being reported because the patient reportedly received treatment for an acute diabetes excursion from a healthcare professional after the alleged product issue began.